Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified ostium part of circumflex artery. Following pre-dilatation, a 2.50 x 24mm synergy stent was advanced but failed to cross due to tortuosity. The device was removed and it was noted that the stent was lifted. The procedure was completed with a 2.25x24mm synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 2.50 x 24mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the most distal stet strut row and to the 7 most distal stent strut rows. Struts from the 7 distal rows had been stretched in a distal direction such that the distal end of the stent extended approximately 4mm distal of the distal end of the distal markerband. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified ostium part of circumflex artery. Following pre-dilatation, a 2.50 x 24mm synergy stent was advanced but failed to cross due to tortuosity. The device was removed and it was noted that the stent was lifted. The procedure was completed with a 2.25x24mm synergy stent. No patient complications were reported and the patient's status was good.